Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the tibial spine is missing. Material analysis indicates the product is consistent with specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a knee arthroplasty, that the spine of the instrument was discovered missing. This caused the spine of the bearing to rotate. This surgery was the fourth time of use and the location of the piece is unknown. The report indicates that there were no pieces retained by the patient and no adverse events have been reported in relation to this device.